Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son had experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl. The customer was treated with 30 grams of juice. The customer's meter blood glucose cannot connect to pump. Troubleshooting was performed and successfully connected the blood glucose meter to pump. The insulin pump will not be returned for analysis.